Manufacturer narrative:
Product event summary: during manufacturer's analysis a small nick was found in the head cable's jacket and the cable was therefore replaced. No other anomalies were found. Concomitant product: product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.